Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the clinic due to feeling unwell. Upon interrogation, it was determined that this pacemaker had entered safety mode, however a battery longevity estimate from may 27 had calculated approximately seven months remaining. Subsequently, this pacemaker was explanted and replaced due to suspected premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the clinic due to feeling unwell. Upon interrogation, it was determined that this pacemaker had entered safety mode, however a battery longevity estimate from may 27 had calculated approximately seven months remaining. Subsequently, this pacemaker was explanted and replaced due to suspected premature battery depletion (pbd). No additional adverse patient effects were reported.